Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative. The patient was taken to the operating room (or) for surgical exploration of the wound over the lumbar spine catheter. The patient experienced a cardiac event after being prepped and draped. The case was aborted. The patient was admitted, and the plan was to bring the patient back to operating room on (B)(6) if medically stable. On (B)(6) 2019 it was reported the patient was taken to the operating room. The open area was debrided. Sutures anchoring the ascenda anchor were replaced. The area was washed with vanco irrigation. The daily dose remains at 134 mcg/day. The patient was staying overnight. Discharge was planned for (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from drug partner. The patient weight was 137 pounds. Race-white. Height 76 inches. Lioresal lot number 6034901, expiration date 7/26/20. An open area over the pump site/wound over lumbar spine catheter; small area on back began getting monitored while in a long-term care facility in (B)(6) 2018. Upon discharge he was receiving wound care. On (B)(6) 2019 wound was opened by wound care and at that time the catheter was visible. On (B)(6) 2019 the patient was taken to the operating room (or) and the area was debrided, cleansed, washed with ¿vanco irrigation¿ and sutured. Regarding the cardiac event the patient initially presented to the operating room on (B)(6) 2019. When he was laid on the table he experienced EKG changes and the operation was aborted. The patient was admitted for observation. Medical history for the patient (prior to the use of lioresal) diagnosis with doctor in 1985. The patient was previously living in florida on a long-term care unit where he had a 17-year-old pump from another manufacturer. Upon arriving to massachusetts, the patient underwent surgery on (B)(6) 2018 to implant the pump. The patient had significant spasticity in their lower extremities which was uncontrollable without the use of lioresal. Concomitant medication and dietary supplements include amlodipine besylate 10 mg tab; one tablet by mouth once daily for blood pressure/heart.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component. Other relevant components include: product ID :8780, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; ubd: 2019-12-20; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that a pinhole sized wound appeared on the patient's back where the catheter was located. The catheter was explanted on (B)(6) 2019. The healthcare provider was not sending the catheter back to the manufacturer, they were sending the catheter to pathology. The plan is to let the wound heal and then re-implant a new catheter once the wound has healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from drug partner. The wound issue was chronic. The patient was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (2000mcg/ml 263mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient presented to the hcp's office with a small open area over the pump site. No signs of infection were noted but the patient was being sent to neurosurgery and wound care team for recommendations on closure. No environmental, external, or patient factors were reported to have caused this issue. The issue was not resolved and the patient was "alive - no injury". The patient was seen by neurosurgery on (B)(6) 2019 and had an appointment for surgical exploration and possible revision on (B)(6) 2019. There were no further complications reported at this time.